Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use. Per the information collected, the wi-fi indicator on the footswitch was red whilst the battery indicator was green, which indicates that there was an error in the wireless connection. The connection was re-established by replacing the wireless footswitch and wfs base station. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (B)(6). The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.

Event description:
It has been reported to philips that the wifi led of the wireless footswitch was blinking red. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was not connecting. Troubleshooting actions showed a problem with the wireless footswitch. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.